Event description:
Ous MDR - one month post implantation a lead dislodgement and cardiac perforation was reported. The lead was explanted and returned to biotronik for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found. It is reasonable to assume, that the cuts resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. The values of the parameters measured during the electrical analysis were within the technical specifications. After removing tissue from the lead¿s tip the helix could be extended and retracted easily. The analysis did not reveal any sign of a material or manufacturing problem.